Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with normal operating currents. Pump passed the self test and the restart error test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The mother of a customer indicated via phone call of unexplained high blood glucose of 592 mg/dl and low blood glucose of 37 mg/dl. Customer treated with an injection. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the self test passed. Customer declined to check their pump settings. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be sent out and to call back to further troubleshoot.